Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The reporter alleged eye irritation, nose irritation, skin irritation, respiratory tract irritation, lung disease. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The reporter alleged eye irritation, nose irritation, skin irritation, respiratory tract irritation, lung disease. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed dust like contaminate along with hairlike fibers on the ui (user interface) panel, rear panel, and the bottom enclosure. The ui knob, top enclosure, accessory module and sd (secure digital) cover flip doors, blower motor, and the blower box had a dust like contaminate on them. The sd card and philips pollen filter were missing when the device was returned. A keratin-like substance was observed on the blower box outlet. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error code. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination in the device and are consistent with being from an external source.